Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the alleged post-operative complications experienced by the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. The following information is unknown: what specific hospital and date the da vinci-assisted surgical procedure was performed, the name of the surgeon who performed the da vinci-assisted surgical procedure, and what specific da vinci surgical system (model/serial #) was used. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted radical prostatectomy procedure, the patient claimed that his prostate specific antigen (psa) increased and he needed follow-up radiation therapy. Furthermore, the patient alleged that he suffered urinary leakage due to a damaged urinary sphincter. At this time, the root causes of the patient¿s post-operative complications are unknown. There is no allegation that a malfunction of a da vinci surgical system occurred.

Event description:
It was reported via social media that after undergoing a da vinci-assisted radical prostatectomy procedure, the patient claimed that he experienced a post-operative complication as a result of alleged damage to his urinary sphincter. Within the web article, "FDA sounds an alarm on using robotic devices in cancer surgeries, citing concerns about safety and results" (dated 02/28/2019), the patient posted the following comment: (B)(6).